Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion test wasn't performed due to motor error alarms. The device had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during prime. Customer's blood glucose was unknown. Customer didn't use the sensor feature and was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.